Manufacturer narrative:
(B)(4) (surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total abdominal hysterectomy with bilateral salphingo-oophorectomy (tahbso), tumor debulking, omentectomy procedure, the patient had a wound abscess confined to the location of the knot and a debridement in operating room was required.